Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred due to faulty printed circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
On behalf of the customer an olympus field service engineer (fse) reported to olympus, that the digital visual interface (dvi) port on the visera elite ii video system center was not working as no image was coming through the dvi port to the monitor and the customer's third party recorder. The issue was found during maintenance. There was no patient associated with the event.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.